Event description:
It was reported that during use of the unspecified bd¿ needle the needle is clogged and doesn't allow the medication to go through. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: we received a complaint from a customer about the partial clogged 2 ml bd syringe. We would like to register the complaint and would like to hear whether this was a unique exaple or a wrong series.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. The sample was visually examined and was determined to be clogged or blocked as light was not able to pass through the syringe. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. A device history record review could not be completed as no batch number was provided. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ needle the needle is clogged and doesn't allow the medication to go through. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: we received a complaint from a customer about the partial clogged 2 ml bd syringe. We would like to register the complaint and would like to hear whether this was a unique example or a wrong series.